Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. A service history evaluation/review was attempted. The investigation of the complaint articles has shown that: part no.319.04, lot no: xxxxxna, no service history review can be performed because the lot/serial number cannot be traced. The manufacture date is unknown. The service history review is unconfirmed. A service and repair evaluation were performed: the customer reported the depth gauge was measuring longer than it should have. The repair technician reported the tip of the probe showed evidence of wear, and the item did not have a lot number etch. Worn out parts is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the depth gauge is measuring 2-3mm longer than it should be. This occurred during a surgery and they had to remove all the screws, re-measure and re-implant the screws. This caused a 20 minute delay to the surgery but the surgery was able to be completed successfully. There is 1 part in this complaint. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Product investigation summary: one (1) depth gauge for 2.7mm & small screws (part 319.04 / lot unknown) was received at customer quality (cq) for evaluation with complaint category "does not/will not function: will not measure." This complaint is confirmed as the needle/hook is bent in multiple locations, which thereby reduced the overall length of the needle/hook and the device. This could contribute to inaccurate measurements. Per the relevant drawing, the overall length of the device should be 161.1mm. The returned device¿s overall length measures 158.40mm. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. The drawing review did not identify any issues or discrepancies. The design was determined to be suitable for the intended use when employed and maintained as recommended. No new, unique, or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.